Event description:
It was reported that the pt was playing outside and fell into the bushes. They got up and the equipment had fallen off their head. Their family member helped find their equipment and upon putting it on their head, they told their family member that it was not working. Family member replaced all the external equipment with spare parts at home and still couldn't get them to respond to sound, even though the external equipment appeared to be functioning properly. The pt was taken to the clinic where their equipment was swapped over again, but they still reported no sound. The clinic attempted to perform telemetry and received a 'poor coupling' reading.